Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of 810:04 was confirmed during review of the event history log. The assignable cause was an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct the reported condition. Additional information: the user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of failure 810:04. This event occurred during infusion which caused an interruption during delivery and was found during product evaluation. No additional information was available. The user interface module software version is currently unknown.